Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the printed circuit board (pcb) failed and the device was unable to start. The device was returned to the manufacturer for servicing. Information about the event context is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.